Event description:
It was reported that during a procedure for a middle cerebral artery aneurysm with sub arachnoid hemorrhage, the subject guide wire was used to bring a catheter into the internal carotid artery. The tip of the subject guide wire was hard to be manipulated and the microcatheter was hard to follow. The subject guide wire was withdrawn and found to have fractured in the distal portion. The fractured segments were completely removed from the patient anatomy using the micro catheter. The physician replaced it with a similar device and completed the procedure without clinical consequences to the patient. The patient was reported to be in good condition.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned. The lot number was confirmed from the returned packaging. On visual/microscopic inspection, the guidewire hydrophilic coating was broken 0.7cm from the distal end and 99.4 cm from the proximal end and the core wire was broken. The platinum wire was stretched. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The core wire distal end was observed through the distal tip dome. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The fractured segment was removed from the patient anatomy by microcatheter and there was no injury to the patient due to this event. Device analysis found the guidewire was broken 0.7cm from the distal end and 99.4 cm from the proximal end with the core wire was broken and the platinum wire was stretched. It is probable the device was damaged during manipulation in the patient. An assignable cause of procedural factors will be assigned to the reported 'guidewire does not have smooth movement¿, ¿guidewire distal tip broken/fractured during use¿, ¿catheter has difficulty tracking over guidewire¿ and the analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure for a middle cerebral artery aneurysm with sub arachnoid hemorrhage, the subject guide wire was used to bring a catheter into the internal carotid artery. The tip of the subject guide wire was hard to be manipulated and the microcatheter was hard to follow. The subject guide wire was withdrawn and found to have fractured in the distal portion. The fractured segments were completely removed from the patient anatomy using the micro catheter. The physician replaced it with a similar device and completed the procedure without clinical consequences to the patient. The patient was reported to be in good condition.